Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed; the flow rate was restricted due to the foreign material at the nozzle. The foreign material was found to be black in color and rubbery in texture. The source of the material was not established but was determined likely to have accumulated during reprocessing. Examination showed the following issues: the light guide rod lens was cracked; the light guide lens was chipped; the hand grip was discolored; switch button 1 was worn; and the instrument channel was worn. Functional testing identified the following issues: the device leaked at the bending section adhesive and this component was not water-tight; and the angulation control did not meet with performance specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope that the air/water nozzle had flow issues. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water nozzle appeared to be a black, rubber like material but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to the observed a leak under the bending section cover adhesive, it is possible that the device reprocessing could not be sufficiently performed. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.